Event description:
Healthcare provider reported a right side exchange of textured devices due to patient's concern with product. Healthcare provide later reported "rupture if right breast gel implant." "The capsule was opened and it was almost immediately seen that there was some free gel within the pocket." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Rupture: observed opening assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: no other observation observed. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a right side exchange of textured devices due to patient's concern with product. Healthcare provide later reported "rupture if right breast gel implant." "The capsule was opened and it was almost immediately seen that there was some free gel within the pocket." The device has been explanted.